Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the manifold, drive to remediate the issue. The fse conducted operational inspections as per factory specifications. The unit was cleared for clinical use. An investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received manifold, drive with a reported unit failure of low vacuum. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Failed the k6,k7, k8 leak test. Fat was able to verify the reported failure. This part is obsolete and not able to be sent to a supplier for failure analysis. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) insufficient negative pressure of the compressor (low vacuum) occurs. Iabp was replaced with another cs300. There was no patient hazard reported.